Event description:
It was reported that: "during course of surgery for primary hip replacement, implant would not seat or fit the prepared bone. Broach fit good with great stability. Implant very unstable, only getting fixation distally, after numerous attempts. Surgeon decided to put in a restoration modular construct. Pt has a well positioned accolade on (contra lateral) hip."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.